Manufacturer narrative:
(B)(4). Implanted device remains.

Event description:
Per the clinic, the patient experienced ulceration at the implant site resulting in extrusion of the implant magnet. There are plans to explant the device; however, this has not occurred as of the date of this report, (B)(6) 2015.